Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: method code was added: 10. H6: results code was added: 3221. H6: conclusions code was added: 4310. The reported device (unknown screw) was received for evaluation. However, the implant (concomitant device) was returned but it could not be verified whether the screw was in the implant drive feature as a removal tool was stuck inside the implant. Therefore, the reported event could not be verified. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR and complaint history review could not be performed as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : no lot number provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Doctor reports that the unknown 3i screw broke in the xiitp5415 implant and the implant had to be removed. Tooth site #6. Allograft was placed.